Event description:
Distributor patient contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on (B)(6) 2015. No injuries or medical intervention were reported.

Manufacturer narrative:
(B)(4).